Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump fell off and hit the tile. Customer stated that when he did a set change the piston hit the reservoir at full speed and the drive support cap was sticking out. Customer realized that he had taken too much insulin while driving. He ate food at the gas station and after eating his blood glucose was 70 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.